Event description:
During service on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test and brake gap inspection and displayed user advisory (ua) 20 (position out of range). No patient involvement.

Manufacturer narrative:
During service on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test and brake gap inspection and displayed user advisory (ua) 20 (position out of range). The root cause of the failed load cell characterization test was a failed load cell, likely attributed to the age of the platform, failed component(s), or mishandling, such as a drop. The root cause of the failed brake gap inspection was due to the drivetrain motor brake gap being out of specification (too wide), likely attributed to the age of the platform. The root cause of the observed ua20 was a failed drivetrain, likely attributed to the age of the platform. The autopulse platform was manufactured in 2011 and is 11 years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The failed single point load cell #2 was replaced, and the brake gap was adjusted within the specification to address the observed load cell and brake gap problem. To resolve ua20, zoll service personnel replaced the pca board with the know-good pca, but the ua20 could not be cleared. The drivetrain needs to be replaced to address the ua20 message. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Manufacturer narrative:
During service at zoll japan on (B)(6) 2022, the autopulse platform (sn (B)(6) failed the load cell characterization test and brake gap inspection and displayed user advisory (ua) 20 (position out of range). The autopulse platform was returned to zoll san jose for further evaluation. During the service at zoll san jose, the load cell characterization results confirmed both load cell modules function within the specification, and the brake gap inspection revealed that the drivetrain motor brake gap was out of specification (too wide, measured at 0.010"), likely attributed to the age of the platform. The autopulse platform was manufactured in 2011 and is 11 years old, past the expected serviceable life of 5 years. The ua20 message observed at zoll japan was not reproduced during the functional testing at zoll san jose. However, the archive data indicated that the autopulse platform displayed multiple ua20 upon powering on during the service at zoll japan. The drive shaft was not within the normal acceptable range of positions when the platform was powered on. The shaft position was more than position_max (12290 counts/+8.5 revs relative to home) or less than position_min (997 counts/-2 revs relative to home). This requires accessing the admin mode to manually rotate the shaft to the home position to clear ua20. Most likely, zoll japan service personnel rotated the driveshaft to the home position to clear the ua20 before sending the autopulse platform to zoll san jose for further evaluation. The brake gap was adjusted within the specification (0.008") to address the observed brake gap issue. The autopulse platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. Upon visual inspection, no physical damage was observed. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6)..